Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the left head brake caster was slipping out of brake. The technician replaced the brake caster to correct the problem.